Event description:
Info rec'd indicates the right siderail would not latch.

Manufacturer narrative:
The technician found that the shoulder screw was missing. He installed a shoulder screw and the siderail functioned properly.